Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set with y-site. Usage residues were observed throughout the sample. The housing halves were separated and detached from the tubing/needle. One plastic aligning post was broken off of its housing segment. Microscopic inspection of the sample both with and without an ultraviolet light revealed adhesive residue at the tubing/needle joints and on both housing segment bonding surfaces. Mechanical damage was observed along the top of the housing. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a dripping leak was observed emanating from the tubing/needle joint. While a leak was confirmed, the precise root cause was not identified. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The leak site suggested that either inadequate adhesive or subsequent damage to the bond region between the tubing and needle shaft likely contributed. The mechanical damage and deformation exhibited by the housing additionally suggested that device manipulation may have contributed.

Event description:
It was reported that when flushing, the base leaked. Customer change the needle. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that when flushing, the base has leakage. Customer change the needle. No other information was provided.